Manufacturer narrative:
(B)(4).

Event description:
It was reported that the readings froze. The product was evaluated. An external visual inspection was performed and passed. Performance data was reviewed. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.